Event description:
Caller reported a malfunction on the pump, with the issue resolved after technical support assisted with resetting the pump. There was no adverse impact to the customer's blood glucose level. Customer received instructions to continue using the pump and to call back if any further malfunction codes appear.